Manufacturer narrative:
A distributor of infutronix provided the evaluation report for the affected administration set on (B)(6)2020 . In addition, this MDR follow-up is to provide corrected information regarding the affected administration set model number. Visual inspection confirmed that the set on the right side of the 0.2-micron air eliminating baby filter is completely disconnected. The reported issue was confirmed. The administration set failed test and does not meet specification. The affected administration set has been scrapped. Root cause cannot be identified.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2020-00028).

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "tubing became disconnected from the patient side of the filter." Device operator was a nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) ((B)(6)) medical (B)(4).